Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from an extension set during an unspecified infusion in the rheumatology department. There was no patient harm.